Event description:
It was reported that this device battery longevity had allegedly had an unexpected drop in remaining longevity, due to an elevated power consumption level. It was alleged the battery was prematurely depleting. The physician subsequently explanted and replaced the device to resolve the event and no additional adverse patient effects were reported. The device is expected for analysis, but has not yet been received.

Event description:
It was reported that this device battery longevity had allegedly had an unexpected drop in remaining longevity, due to an elevated power consumption level. It was alleged the battery was prematurely depleting. The physician subsequently explanted and replaced the device to resolve the event and no additional adverse patient effects were reported. The device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this device battery longevity had allegedly had an unexpected drop in remaining longevity, due to an elevated power consumption level. Information was requested regarding the event resolution, but a response has not yet been received. At this time, the device remains implanted and no adverse patient effects were reported.